Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer gave herself more insulin and she went lower. The customer's daughter gave her juice to treat. The customer stated that she went low and accidently deleted the programming in the pump. The customer was assisted with programming the pump. The customer's blood glucose was 91 mg/dl during the call. The customer was able to navigate through the bolus wizard.